Event description:
Event: (cc# 98-01191) the iab was inserted into the patient on 8/31/98. On 9/1/98 after iabp for 3 1/2 hours, the iab leaked and the iab was removed. No second iab was inserted. The following was reported to datascope on 10/13/98: the balloon leaked and blood was noted in the catheter tubing. The iab was removed and another was not inserted into the patient. There was no patient injury or complication as a result of the event on 9/1/98. It was also reported that the patient expired on 9/11/98 and that it was not iab related. [Event complications]: unknown - reported 9/24/98; none - rpt'd 10/13/98. [Patient's current status]: expired-rpt'd 10/13/98.